Manufacturer narrative:
A ge service rep performed an onsite investigation. The filament driver pcb and fuses f1 and f4 were evaluated and replaced. A generator calibration was performed. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reports a precharge voltage error message. This error will prevent the system from booting, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.